Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented to the emergency room after receiving inappropriate shock. Device interrogation revealed noise on the v sense amp channel. The physician elected to disabled tachy therapy. The patient was referred to ep. The patient was discharged and will continue to be monitored.